Manufacturer narrative:
Reported to the FDA on (B)(4), 2011. FDA registration number. (B)(4).

Event description:
Reported by the complainant as follows... The patient developed ulcers in the rectum when fms stays in place more that 12 days.